Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured within the specified pressure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured within the specified pressure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.